Event description:
It was reported that an alert was received on this device for high, out of range, hv lead impedance. The patient was seen in clinic, however, no known intervention was performed at the time. No further information is available at this time.